Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203, femoral head, 61693390. 00630505032, liner standard, 61620350. 00408801206, femoral stem, 61498367. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00693, 0001822565 - 2020 -00068. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. During the revision procedure, altr was found in the wound. Extensive debridement was performed. Clear fluid, and dark stained synovium were observed in the capsule. There was corrosion at the head-trunnion junction. Minimal osteolysis was present around the shell, but the shell was well fixed. The head and liner were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty and was revised right and a half years later due to pain and altr. During the surgery, it was found that there was corrosion at the head-trunnion junction and minimal osteolysis was present around the shell. The liner and heads were removed, the liner was damaged upon removal. A new liner and biolox head were re-implanted. The 12 mm epoch stem was solid and the shell was solid. No additional information is available.